Event description:
Per copy of medwatch sent from FDA: the patient was large and difficult to get probe placed. At conclusion of ablation, noticed a small burn mark on patient at the probe insertion site.

Manufacturer narrative:
User facility contacted to arrange return of probe for evaluation 1/15/2007.